Event description:
T was reported that patient underwent revision due to lateral knee pain. Right knee total knee arthroplasty was performed during the operation. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medial products: unknown oxford single peg femur #item unknown #lot unknown. Unknown oxford tibial tray rm #item unknown #lot unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for item identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: here is advanced lateral compartment osteoarthritis. A joint effusion is noted. Bone quality is osteopenic. There is no evidence of joint overstuffing, but this would be best evaluated by earlier radiographs at the time of surgery. The current valgus alignment of the media unicompartmental arthroplasty could lead to lateral compartment stress and osteoarthritis. The root cause of the reported issue is attributed to disease progression. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00466, 3002806535-2022-00468. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.